Manufacturer narrative:
Tech support instructed the biomed to add weight to the bed and wait longer to verify the drift. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The accounts biomed stated the head section is drifting down very slowly on the bed according to the nurse but he was not able to verify it.